Manufacturer narrative:
(B)(4). The events of inadequate tissue ingrowth and erythema are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. These events are being reported because med intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri and concomitant tissue expander on (B)(6) 2014. At the time of tissue expander removal and permanent device replacement on (B)(6) 2014 inadequate tissue ingrowth was noted. Pt presented on (B)(6) 2014 with erythema. Treatment included antibiotics and removal of the seri and breast implant on (B)(6) 2014. Device was completely explanted and is available for return.